Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic laparoscopic cholecystectomy. Event description: product was being used to remove the gallbladder from the patient. Device was entered into the trocar, the bag was deployed in the correct manner, and the gallbladder was placed into the bag. The handle was then pulled back to close the bag, the tech then bent the handle to remove the string of the bag from the introducer. Once the handle was bent, the metal arms, white plastic piece that holds the arm to the shaft, and a piece of the shaft all fell out of the shaft of the introducer and into the abdomen of the patient. Additional information obtained from account manager via email on 17apr2025: the pieces that went into the patient¿s abdomen are the two metal arms that hold the bag, the white piece that holds the metal arms to the shaft, and a piece of the shaft. The tech had just placed the gallbladder into the bag and was pulling back on the handle to close the bag, as she was pulling back on the handle the pieces broke off the introducer. Yes, they opened another retrieval bag and broke it purposefully to see all the pieces of the retrieval bags, and made sure they had removed all the pieces. Intervention: the surgeon removed the pieces of the retrieval bag from the patient¿s abdomen using a grasper. Patient status: no clinical impact to the patient as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of component separation, as the broken actuator and other components were returned. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic laparoscopic cholecystectomy. Event description: product was being used to remove the gallbladder from the patient. Device was entered into the trocar, the bag was deployed in the correct manner, and the gallbladder was placed into the bag. The handle was then pulled back to close the bag, the tech then bent the handle to remove the string of the bag from the introducer. Once the handle was bent, the metal arms, white plastic piece that holds the arm to the shaft, and a piece of the shaft all fell out of the shaft of the introducer and into the abdomen of the patient. Additional information obtained from account manager via email on 17apr2025: the pieces that went into the patient¿s abdomen are the two metal arms that hold the bag, the white piece that holds the metal arms to the shaft, and a piece of the shaft. The tech had just placed the gallbladder into the bag and was pulling back on the handle to close the bag, as she was pulling back on the handle the pieces broke off the introducer. Yes, they opened another retrieval bag and broke it purposefully to see all the pieces of the retrieval bags, and made sure they had removed all the pieces. Intervention: the surgeon removed the pieces of the retrieval bag from the patient¿s abdomen using a grasper. Patient status: no clinical impact to the patient as a result of the event.